Event description:
It was reported that an ilet user experienced hyperglycemia while using an inset infusion set on the abdomen and a dexcom g7, with the highest cgm reading of 388 mg/dl and approximately one hour of elevated glucose, following an infusion set deployment that was performed off label and a previously bent cannula on removal. Symptoms included hyperglycemia, headache, nausea, and vomiting. Outcomes included user troubleshooting and education with a guided supply change. Investigation included review of user report and troubleshooting steps. Investigation of this case revealed that the infusion set was deployed incorrectly, potentially causing a bent cannula leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique causing improper infusion set deployment was the most probable cause.